Event description:
It was reported that during a pediatric laparoscopic nissen fundoplication procedure, the device was connected and torqued correctly. The activation phase was completed successfully by depressing the max button until the 3 and 5 power levels were back on display. When the surgeon then wanted to use the min button, there was no response from the generator. Repeated re-coupling of the device made no difference. The footswitch pedal was used for completion of the case. After the case, the min button was confirmed to be unresponsive by coupling to other generator and handpiece. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the min assembly button was not functional. However, it worked properly with footswitch assembly and the max assembly button.